Event description:
As reported, approximately 8.01 years since initial implant, this female patient with bmi 20.3 underwent a left side tka and was implanted with an exactech uhmwpe insert, serial # (B)(4) on (B)(6) 2019, the patient underwent revision due to aseptic loosening. No additional information is available or forthcoming.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided. The following sections have corrected information: (b3) date of event: (B)(6) 2019.